Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows the conquest pta dilatation catheter balloon, and the balloon was inflated with saline water, while inflating a leak was noted at the proximal end of the balloon joint. Therefore, based on the video review, the investigation is confirmed for the reported material rupture, as leak was noted at the proximal end of the balloon joint in the provided video. A definitive root cause for the alleged material rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure in the left hand's internal fistula, the pta balloon allegedly ruptured at 18 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during an angioplasty procedure in the left hand's internal fistula, the pta balloon allegedly ruptured at 18 atm. The procedure was completed using another device. There was no reported patient injury.